Manufacturer narrative:
(B)(4)- the patient¿s shortness of breath was likely caused by the patient¿s anemia and fluid overload. The fluid overload was possibly related to peritoneal dialysis treatment. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that patient was hospitalized. During follow up, the peritoneal dialysis registered nurse (pdrn) confirmed that patient was hospitalized from (B)(6) 2017 due to fluid overload. The cause of the fluid overload was unknown, however it was believed it was due to the patient¿s fluid intake. The pdrn also stated there may be a change made to the patient¿s peritoneal dialysis treatment prescription. Upon review of medical records the patient presented to the emergency room on (B)(6) 2017 with shortness of breath and chest heaviness and was admitted to the hospital. Upon admission hemodialysis was performed and three liters were removed from the patient. The patient reported shortness of breath improved significantly and denied fever or chills. Physical examination of the lungs was clear to auscultation in all fields with good air movement, no wheezing or crackles noted. There was no edema noted. It was discussed to transition the patient from peritoneal dialysis to hemodialysis. On (B)(6) 2017, the patient developed symptoms of confusion and altered mental status. The etiology was reported as possibly related to metabolic encephalopathy, acute cerebrovascular accident or infection and not related to peritoneal dialysis therapy. The patient had a repeat chest x-ray which indicated clear lungs with resolved congestion. The patient was discharged from the hospital on (B)(6) 2017.